Event description:
The physician implanted an esophageal stent into a male patient of unknown age with a post radiation stricture. Upon routine endoscopic examintion approximately five months after placement, the physician determined that a fistula had formed in the mid-esophagus region. The stent was removed without consequence or complication and replaced with another covered stent. No other complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. However, photographs of the device were forwarded to alveolus after removal. There was no evidence of fracturing, cover displacement, or any stent malfunction. We are unable to determine the relationship of this device and the cause of this event at this time. Our directions for use outline appropriate placement access and maintenance procedures.